Event description:
Hospital reported that after six hours of use, during bypass support, a crack was detected on the devices outer housing. Pump was changed out, and case was continued.

Manufacturer narrative:
Information has been received subseqeunt to the initial medwatch report filed with FDA indicating that the patient expired nine days after being weaned from bypass support. The device listed in the initial report 2124837-1997-2, bp-50 pump s/n 21394, and the devices listed in medwatch reports 2124837-1997-3, bp-50 pump s/n 21387, and 2124837-1997-4, bp-50 pump s/n 21390, were all used on the same patient. Patient's family alledges that the device malfunction may have contributed or caused the outcome. The surgeon indicated that even though changing the pumheads was inconvenient and not ideal, the availability of the pump kept the child alive and heart recovered. The child died of sepsis post weaning. Refer to section a & b for patient information.